Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
Large sheath was crushed when taken out of the package. The packaging was not damaged. The surgeon then went to insert their 8x30mm milagro interference screw and upon insertion it broke into pieces. The surgeon removed all broke fragments of the anchor and went to insert their biointrafix tapered screw and it also broke into pieces. The surgeon removed all broke fragments of the second anchor and used a competitors anchor to complete the procedure. The sales representative stated the procedure was delayed twenty (20) minutes due to this and all complaint devices were discarded. No patient information could be provided other than it being good bone. No pictures were available. Please see also medwatch report 1221934-2018-51078.